Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: just for clarification, was the firing sequence completed? The synergy form states that 11 device were discarded. Were 11 devices used in the case? Please explain. F/u response: I can clarify that there was only 1 device not 11. Just for clarification, was the firing sequence completed? Response from the affiliate: we believe the device was closed on the tissue with the firing knob slightly forward rather than pulled right back as recommended. This would result in incomplete closure with the top side of the knob pushing against its guide rail and the anvil sitting at a slight angle. When fired the firing knob jams before it reaches the end of the firing stroke resulting in an incomplete staple line with a couple of open staples on one side at the terminal point. As the device was fired upside down the surgeon did not see the initial problem. We simulated this with the surgeon and it was exactly what happened in the case. Discussion has been had with the scrub nurse.

Event description:
It was reported that during a right hemicolectomy procedure, surgeon fired device, (first firing), which fired however the firing knob came off the guide rail. There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Eleven devices were discarded.